Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardiac monitor exhibited bluetooth communication dropout during the implant procedure and required a second interrogation. Procedure was completed with no further issues. Patient had no symptoms and was stable after the event.